Manufacturer narrative:
(B)(4). Field advisories: 1627487-05242011-002-r; 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient stopped using her scs system for an extended period of time, and subsequently, her ipg became inoperable. An sjm representative confirmed the patient's ipg would not establish communication with external devices. It is unknown if the patient followed the manufacturer's recommended charging protocol. Surgical intervention took place at which time the patient's ipg was explanted and replaced. Effective stimulation was reportedly restored postoperative.